Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced hyperglycemia due to a leakage issue event on (B)(6) 2026. The infusion set was leaking at the insertion site. The blood glucose level was 295mg/dl and the patient was treated with a bolus via pump. The insertion site was abdomen and the infusion set had been in use for two days. No further information available.